Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01737. Related manufacturer reference number: 3006705815-2024-01738. It was reported that the patient's ipg reached end of life and the leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted.